Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences to the patient.